Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora rx coronary balloon catheter burst/leaked at the balloon during balloon inflation. When attempting to post-dilate a stent the device was unable to hold pressure. The issue occurred on first inflation at 18 atm. The lesion being treated had moderate tortuosity and moderate calcification, with 90% lesion stenosis and located in the proximal right coronary artery (rca). The device was inspected prior to use, and negative preparation was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered with advancing the device. Excessive force was not used during delivery. The device was removed with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. Balloon folds were partially open on device return. Blood was visible inside the balloon. Deformation was evident to the distal tip. Flattening was evident to the inner member and marker bands. Separation was evident between inner member and tip. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that during a procedure one nc euphora rx coronary balloon catheter burst and leak occurred at the balloon during balloon inflation. The device was not moved or repositioned while inflated. There was no damage to the non-medtronic stent as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.